Event description:
Failed vaginal mesh. Recurrent stress urinary incontinence after tension-free vaginal tape, pelvic pain.what was the original intended procedure?tvt placement for recurrent stress urinary incontinence.device #1is this a laboratory device or laboratory test?no.